Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the flexviewing pc system did not detect one of the grabber cards. Upon functional testing, rse reloaded the software on the pdu. A few days later, an issue reoccurred. The philips engineer replaced the flexvision pc. After the replacement of the flexvision pc, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that a remote alert, rmt - flv: flexviewing pc did not detect one of the grabbercards was prompted. No harm has been reported to philips. Troubleshooting actions showed a problem with the pdu. The fse replaced the pdu, reinstalled the software and returned the system to use in good working order.